Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: there have been no reported relevant discrepancies for the referenced lot. -complaint history review: there have been no reported similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the device was not returned for evaluation and insufficient medical records were received for review with a clinical consultant. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patients' ligaments got loose so he needed to put in a thicker tibial insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patients' ligaments got loose so he needed to put in a thicker tibial insert.